Event description:
It was reported to philips that the system's c-arm was unable to move, preventing geometry movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed (as planned) by restarting the system. A philips field service engineer (fse) visited the site and identified an issue with the sid movement. To resolve the issue fse cleaned the sid movement rail, performed a test scan. After cleaning the rails, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as intended by restarting the system. The procedure was finalized without any delays on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.